Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. It was determined via x-rays, the lead was placed two levels higher than recommended. Consequently, the patient underwent surgical intervention wherein the lead was explanted and replaced with a new one. Effective therapy was restored post-operative.